Event description:
Note: this report pertains to one of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report numbers 3005099803-2009-01084 and 3005099803-2009-01085. It was reported to boston scientific corporation in 2009 that three ultratome xl sphincterotome devices were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, first two devices would not bow during use and a third device would not bow during preparation. The procedure was completed with a different device (MFR unknown). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.